Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for parkinson's disease and movement disorders. It was reported that the patient had stroke-like symptoms which may or may not be related to their deep brain stimulation (dbs). The patient was admitted to the hospital and was unable to see their managing hcp for the MRI eligibility sheet to be completed. No further information or complications were reported with this event.